Event description:
The customer alleged that while the ventilator was in use the alarm did not function. There was no pt injury associated with the event. The millinckrodt customer support engineer (cse) inspected the device and found the wires separated at the connector of the alarm assembly. The cse replaced the alarm assembly. The unit passed extended self testing.